Event description:
It was reported that while the final impaction was taking place during thr, the offset cup introducer broke outside the patient. It is unknown how this procedure finished. No injury to patient or delay reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a bhr offset cup impactor (part number 90128275, batch number 4672567) has been received for investigation. The instrument is for use in treatment. A visual inspection was performed. There are marks and scratches across the whole length of the instrument, consistent with surgical use. The threaded bolt of the locking mechanism has broken away from the instrument. This confirms the reported complaint. Laser markings are present, correct, and legible, yet considerably faded. A functional evaluation was not performed as the instrument was confirmed to be broken/non-functional during visual inspection. A review of the complaint history for the cup introducer was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified to involve this batch and for the part number and the reported failure mode, and this failure will continue to be monitored. The production records were reviewed for the instrument reportedly involved in this incident. All the released instruments involved met manufacturing specifications at the time of production. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. Based on the limited information provided and product evaluation of the returned instrument, we cannot advance the investigation, our investigation remains inconclusive, and a definitive root cause cannot be determined. Other factors which are known to contribute to the alleged fault are excessive force, misuse, general wear and tear. Should additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. The device cannot be repaired and will be retained.